Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
Same case as MDR ID: 2134265-2015-05266 it was reported that a perforation and pericardial effusion occurred. The patient underwent a left atrial appendage closure (laac) procedure. A watchman anterior curve access system was selected and advanced. A 24mm watchman closure device was selected and deployed. A full recapture was necessary as the device was too proximal. During the implant of the watchman closure device, there was a perforation of the laa and the patient had a pericardial effusion resulting in an acute drop in blood pressure. The pericardial effusion required a pericardial drain with a pericardiocentesis stick. The physician elected to do a pericardial decrease fluid from the pericardial space. Access to the pericardial space proved difficult, taking several minutes. Once the drain was in place, the operator began auto transfusing and it was immediately noted that the blood was dark and deoxygenated in nature. Two physicians, and a cardiovascular surgeon all agreed that the color of the transfused blood originated from the right side of the heart. The physician continued auto transfusing without a significant change in the size of the effusion. Eventually the pericardial drain thrombosed and would no longer pass fluid. At that point, the combination of low blood pressure and compromised pericardial access, the decision was made to send the patient to surgery in order to treat the effusion. A cardiovascular surgeon performed a sternatomy and found a small posterior lesion on the laa that appeared to have resolved itself. The watchman closure device was removed surgically and the laa was closed using a non-bsc device. The patient tolerated the procedure, is off of bypass, and is recovering in the intensive care unit.